Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges not sleeping well and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient additionally stated use of device was "on occasion". The patient stated after a power surge, there was an error code on the display of the device, and the device was alarming. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updated - evaluation method code, evaluation results code, and conclusion code updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges not sleeping well and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient additionally stated use of device was "on occasion". The patient stated after a power surge, there was an error code on the display of the device, and the device was alarming. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer received new and relevant information on 05/01/2023. The device was returned to the service center for evaluation. During the evaluation of the device, there was no visible foam particles found. The device was scrapped. Updated - product brand name, model number, catalog item identifier, serial number, product UDI, report source, 510k, manufacture date, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid updated.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges not sleeping well and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient additionally stated use of device was "on occasion". The patient stated after a power surge, there was an error code on the display of the device, and the device was alarming. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.